Event description:
While the surgeon was implanting a liss ti distal femoral plate 13 hole, the pull reduction device broke when the surgeon removed it from the bone and the k-wire broke off when being removed from the bone. Fragments of both devices were not retrieved and remain in the patient. Patient is reportedly recovering well, and there was no delay or extension to surgical time. This is 2 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The results of the product evaluation are as follows: considering the strength of the plate, it is necessary that the surgeon ensure the pull reduction device, insertion sleeve and plate hole are properly aligned when pulling the bone to the plate. Failure to do so may result in excessive stress at the pin/bone interface of the pull reduction device, leading to potential breakage of the pin tip. Considering the low failure rate of this device, it is unlikely that the design played a contributing factor in the device failure. The failure is likely the result of technique error when applying the device or over torquing the nut on the stabilization bolt. As such, this complaint is determined to be invalid. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the tip of the pull reduction device was broken off about 30mm from the drillable tip. Other than the missing tip, the pull reduction device appears to be in good working order. The measurable dimensions and the hardness were checked and found to meet the specifications. The microscopic investigation shows marks from unknown source; the thread flanks on the drillable remaining portion were flattened and damaged post-manufacturing. Not all dimensions can be checked for dimensional accuracy. This complaint is deemed indeterminate from a manufacturing standpoint.

Event description:
This is 1 of 2 report for (B)(4).